Event description:
As reported, during ¿insufllation¿ of a 3mm x 12cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ¿presented perforation¿ and it was necessary to use another unknown balloon catheter. There was no reported injury to the patient. Additional information was requested but was not provided, and the device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during ¿insufflation¿ of a 3mm x 12cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ¿presented perforation¿ and it was necessary to use another unknown balloon catheter. There was no reported injury to the patient. Additional information was requested but was not provided. The product was not returned for analysis as expected. A product history record (phr) review of lot 82235747 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, during inflation of a 3mm x 12cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ¿presented perforation¿ and it was necessary to use another unknown balloon catheter. There was no reported injury to the patient. Additional information was requested but was not provided. The product was returned for analysis. One non-sterile powerflexpro 3mm x 12cm 135cm percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies were observed. Per functional analysis an appropriate .035¿ lab sample guide wire was inserted into the unit via the tip. No anomalies observed during guide wire insertion. Then, a lab sample inflator/ deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. However, a leakage was observed due to a rupture in the distal section of the balloon. No other anomalies were observed. Per sem analysis the ruptured balloon of the powerflex pro device presented evidence of scratch marks on the balloon adjacent to the damage. The scratch marks are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device since the internal surface did not present any anomaly. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82235747 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Procedural images were not provided for review. Based on the very limited information available for review, vessel characteristics (although unknown) may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis as the presence of calcification (unknown) is known to cause damage to balloons. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during ¿insufllation¿ of a 3mm x 12cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ¿presented perforation¿ and it was necessary to use another unknown balloon catheter. There was no reported injury to the patient. Additional information was requested but was not provided, and the device has now been returned.